Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2023 for an infection at the implant site. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023 and reimplantation is planned but has not taken place at the time of this report.